Event description:
It has been reported that one bd¿ syringe 0.5ml 31ga 8mm 10 bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle and hub assembly remained in needle shield when it was removed from syringe. Verbatim: issue: consumer reported when he removed the needle shield the needle remained in the shield. He does not know if the hub remained in the needle shield. He uses the 1/2ml, 31g 8mm. Sample available. Incident date: (B)(6) 2019. Occured-1. Item#328509. Lot# 9070565. He uses the new syringes each time.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx8mm, 0.5ml relion insulin syringe in an opened polybag from lot 9070565. Consumer reported when he removed the needle shield the needle remained in the shield. He does not know if the hub remained in the needle shield. The returned syringe was examined, and no evidence of needle-hub/shield assembly separation was observed. Since no manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9070565. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200812808, 200812871] noted that did not pertain to the complaint. There was one (1) notification [200813047] noted for cracked hubs. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 0.5ml 31ga 8mm 10 bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needle and hub assembly remained in needle shield when it was removed from syringe. Verbatim: issue: consumer reported when he removed the needle shield the needle remained in the shield. He does not know if the hub remained in the needle shield. He uses the 1/2ml, 31g 8mm. Sample available. Incident date: (B)(6) 2019, occured: 1, item# 328509, lot# 9070565. He uses the new syringes each time.